Event description:
It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced chest pain requiring reintervention. The index procedure treated the 2.75x6mm, 90% stenosis of the second obtuse marginal (om2). Treatment consisted of predilation and placement of a 2.75x8mm taxus express2 study stent and a 2.5x8mm non-study taxus express2 stent resulting in 0% residual stenosis. The patient was discharged one day post procedure on asa and plavix. The patient returned in 2008 with chest pain. At that time, an intervention on the 80-90% stenosis of the distal lad (left anterior descending) was treated with a 2.25x12mm taxus atom stent with 0% residual stenosis. The planned reintervention of the 80% stenosed om2 was performed the following month, and a 2.5x12mm promus stent was placed resulting in 0% residual stenosis. The patient was discharged the following day on asa and plavix.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.